Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemia. It was reported that the customer had changed her infusion set several times, but her blood glucose levels remained elevated. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and self tests passed. The customer's father stated that he will call back to perform the high pressure test. Nothing further was reported.